Event description:
It was reported that the pump stopped all insulin delivery. The customer's blood glucose level was impacted (elevated). The customer stated that when the reported issue occurred, the cartridge had been inserted at the incorrect time during the load sequence.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.